Event description:
It was reported to boston scientific corporation that an advantage system was used during a vaginal hysterectomy, anterior and posterior repair, sacrospinous colpopexy, tension-free vaginal tape, cystoscopy and s/c procedures performed on (B)(6) 2006 to treat the patient's prolapse. On (B)(6) 2008, the patient sought consult. Overall, the patient has done reasonably well from the repair procedure for a complex prolapse and continence back in 2006. The patient was experiencing dyspareunia. Upon examination, there are some atrophic vaginal changes, which could respond to oestrogen. The physician demonstrated that part of the problem was pelvic floor relaxation and she was advised some exercises for the patient and her partner to employ to relax the pelvic floor muscles prior to intercourse. The physician also advised to use some ky jelly.

Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.